Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that the user experienced a rapid decrease in blood glucose (bg) readings. The user became concerned that their insulin pump may have delivered more insulin than intended, and that it may continue to do so. As a result, the user removed their insulin pump. Due to the rapid glucose changes and uncertainty about what was occurring, the user became frightened and called an ambulance as a precautionary measure. They stated that his concern was based on the glucose trend displayed by the eversense system, which he believed indicated a significant drop in glucose levels. During the follow-up discussion, the user reported that the sensor reading associated with the event was 260 mg/dl. He did not perform a fingerstick blood glucose test to confirm the sensor reading, stating that he trusted the system's readings. The user confirmed that the event was not related to sensor insertion or removal. He also reported that he does not currently have a treating healthcare provider, as his previous provider discontinued care and he is actively seeking a new one. No diagnosis was provided in relation to the event. During the call, the user stated that he was tired of continuing the discussion, so the call was concluded before all follow-up questions could be completed. No additional information regarding treatment, healthcare provider notification, or outcome was obtained prior to the end of the call.